Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion over their right burr hole cap. The physician assessed that the patient had developed an infection over the area and explanted the full system. The patient underwent a biopsy, was placed on antibiotics, and is doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.